Manufacturer narrative:
An investigation into the report has been initiated. The results of the investigation will be provided in a follow-up report.

Event description:
The paddle shaver was used for endplate preparation. While rotating in standard fashion, the shaver was met with resistance. As the surgeon rotated past the resistance, the instrument broke at the connection point of the shaver. The instrument was carefully removed from the disc space and set aside. The surgeon sized down to the 11 mm shaver and proceeded as normal with the case. There was no harm to the patient according to the surgeon.